Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 96 mg/dl versus 203 mg/dl on the aviva system when testing was performed 6 minutes apart. Reporter stated on a different day another comparison of 168 mg/dl was compared back to back with a reading of 45 mg/dl on the same system. No actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.